Event description:
The patient presented to the clinic after receiving an alert. High lead impedance and loss of capture were noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.